Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the drill broke at the tip. It was also reported that there were no adverse consequences and no delays as a result of this event. No further information was provided.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the drill broke at the tip. It was also reported that there were no adverse consequences and no delays as a result of this event. No further information was provided.